Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Additionally, device implanted after expiration. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was no openings observed on the device or issues related with the complaint.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: device exchange.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Additionally device implanted after expiration. Device has been explanted